Event description:
It was reported the customer had a crack on their insulin pump. The customer's mother stated the crack was located at the bottom of the reservoir and wraps around the insulin pump. The customer's blood glucose was 250 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump received with cracked display window corner, broken belt clip slot, cracked reservoir tube lip. (B)(4).